Manufacturer narrative:
Reported event: an event regarding infection involving a gmrs femoral component was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. The following devices were also listed in this report: cat# 64852021; xsmall krh all poly tibia 21mm; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Information received from (B)(4) indicates the following: pji. Femoral components revised. Right knee.